Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their device alarmed for threshold suspend. The customer states their sensor reading was 59mg/dl, and their blood glucose level was 130mg/dl. The customer states they tried to replace the sensor, but the new sensor was stuck inside the serter. Troubleshoot was conducted, the customer was advised that the sensor and serter would be replaced, and need to be returned for analysis.